Event description:
Through clinical safety, it was reported that a patient with a 23mm 3300tfx aortic valve exhibited moderate calcification and moderate aortic stenosis after an implant duration of two (2) years. The patient presented without complaints and he is very active. He is currently asymptomatic. The patient is to follow-up with the cardiologist in one (1) year.

Manufacturer narrative:
H11: corrected data: based on the clarifications with clinical site, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the valve-in-valve is unknown, there has been no allegation of product malfunction or deficiency. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Through clinical safety, it was reported that a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of two (2) years due to unknown reason. The tavr was performed with an edwards transcatheter valve. No other information was provided.